Event description:
This case was reported by a consumer and described the occurrence of difficulty breathing in a (B)(6) female pt who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included glucose oxidase + lactoferrin + lactoperoxidase + lysozyme (biotene oralbalance gel). On an unk date, the pt started lactoperoxidase + lysozyme and glucose oxidase + lactoferrin + lactoperoxidase + lysozyme. At an unk time after starting lactoperoxidase + lysozyme and glucose oxidase + lactoferrin + lactoperoxidase + lysozyme, the pt experienced difficulty breathing, swollen tongue, anaphylactic reaction, trouble speaking, allergic reaction and wheezing. This case was assessed as medically serious by gsk. The pt was treated with salbutamol sulphate (albuterol) and adrenaline (epipen). Treatment with lactoperoxidase + lysozyme and glucose oxidase + lactoferrin + lactoperoxidase = lysozyme was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
Consumer reported she had an allergic reaction to the egg in both the biotene spray and gel she was using which caused her to have an "anaphylactic attack". The manufacturer's report number for this case is (B)(4). Biotene moisturizing mouth spray is manufactured by laclede, inc in (B)(4). While the lot number is available. It is unk whether the product will be returned for quality assurance testing. (B)(4).